Event description:
The account alleged that the nurse call would not alarm when the side rail was down for the turn assist function. No pt impact.

Manufacturer narrative:
The tech found a loose plug on the air supply power control board assembly. The tech reconnected the plug on the air supply power control board assembly to resolve the issue.